Event description:
It was reported that a field representative received a text message from the physician reporting that this right ventricular (rv) pace impedance was less than 200 ohms. The physician believed that the lead had an inside out abrasion. The rv lead was abandoned surgically. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.